Event description:
Meter name: one touch ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "symptoms of low blood sugar". The pt's family member reported that the pt was unable to test on the meter. The meter display allegedly was missing segments. There was no result obtained from the pt's meter. There was no result documented from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. The pt's family member was able to test on another meter. No further info has been reported.